Event description:
It was reported the devices were used during a laparoscopic cholecystectomy procedure. It was reported two 355ld trocars would not stay armed for port placement. Another two 355ld trocars were opened to complete the procedure. The sales rep is also sending back 1 sterile 355ld. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, ab)conforming; desufflation lever condition, ab)conforming; inner gasket condition, ab)conforming; latch condition, ab)conforming; obturator condition, ab)conforming; outer gasket condition, ab)conforming; reset button condition, ab)conforming; sleeve condition, ab)conforming; stopcock condition, ab)conforming and trocar condition, ab)conforming. Functional tests & results: does safety shield retract, ab)nonconf; flapper door functional, ab)conforming and lockout functional, ab)conforming. Analysis conclusion: based upon the inquiry info received, visual examination and functional test, it was concluded that the reported "two 355ld trocars would not stay armed for port placement" during surgery occurred due to skewed obturator handle welds. Instruments (a) was tested and would not arm as received. Instrument (b) was tested and found to arm intermittently. The obturator handle is welded during the assembly process.